Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a damaged charged coupled device (ccd) unit due to physical stress applied to the insertion tube during user handling. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was no image displayed when angulation was performed. Additionally, the evaluation revealed the adhesive on bending section cover (a-rubber) was lifted; the ethylene oxide (eto) valve was loose; and there were minor dents on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during reprocessing, the evis exera iii bronchovideoscope exhibited no image. There were no reports of patient harm or impact associated with this event.